Event description:
The recipient is reportedly experiencing no sound following a head trauma. External equipment was exchanged, however, the issue did not resolve. Device testing revealed abnormal results.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts on top cover silicone. This is believed to have been induced during revision surgery. In addition, broken electrode wires were found in the fantail region. Photographic imaging inspection confirmed broken electrode wires in the fantail region. System lock was verified. The device passed some of the electrical tests performed. The device passed the mechanical tests performed. Photographic imaging inspection revealed broken electrode wires near the fantail. It is believed that these breaks caused the open impedances measured at the clinic. Advanced bionics will continue to monitor failure modes of this type. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.